Event description:
It was reported by service report that the scale is inaccurate and the footend is drifting. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result codes: foot end drift and inaccurate scale reading caused by faulty nut in lift motor.